Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected device thrombosis could not be confirmed as the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported hemolysis, bleeding, stroke, cardiogenic and hemorrhagic shock, and patient outcome could not be conclusively determined through this evaluation. The reported inflow cannula malpositioning could not be confirmed through this evaluation as no images were provided. The submitted log files contained overlapping events collectively spanning from 14apr2023 to 20apr2023. The log files recorded several low flow events throughout. According to the account, the low flows were associated with the inflow being positioned towards the interventricular septum. On 20apr2023, the fixed speed was set lower than the low speed limit just prior to an intentional pump stop via the system monitor, followed by a driveline disconnect to decommission the device. There were no other notable pump-related alarms and the log file appeared to show the system operating as intended at the fixed speed. (B)(6) was not explanted for evaluation. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas insutrction for use (IFU) document is currently available. Device thrombosis, hemolysis, bleeding, stroke, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. Section 5 entitled ¿surgical procedures¿ explains how to insert and orient the sealed inflow conduit and states, ¿the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum.¿ section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The powering the system and patient care and management sections warn that the patient must always connect to the power module (pm) or mobile power unit (mpu) for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. The section also warns not to use batteries to power the system when the patient is sleeping. The patient care and management section also includes a section on preparing for sleep, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to the emergency department (ed) with coke colored urine with lactate dehydrogenase over 2000, elevated bilirubin, and creatinine up to 1.7. Their international normalized ratio (inr) was noted to be within therapeutic range for two weeks before admission and the patient reported to have low flows 2 days prior. Computed tomography angiography (cta) and echocardiogram were both negative for overt thrombus. Regardless, a decision was made to decommission the pump due to presumed thrombus and due to high risk nature of a pump exchange, no surgical options were available. The decommission was done by occluding the inflow and outflow with amplatzer devices and placing an occlusive stent in between the outflow graft. Post operatively, the patient had retroperitoneal(rp) bleeding that led to mixed shock picture of hemorrhagic and cardiogenic shock. The patient was also noted to have a small head bleed. They were started with bivalirudin. The log file displayed multiple strings of low flow alarms on (B)(6) 2023 at 1139, 1200, 2150, and 2322 and again on (B)(6) 2023 at 01:57 through 04:29. They had some degree of recovery with ejection fraction of 35% and the position of inflow was directed towards the septum that were thought to be the cause for the low flows. The customer noted flows to be 4 lpm with a speed of 8200. There were also low speed events noted on (B)(6) 2023 at 15:10 to 15:15 due to the fixed speed set lower than the low limit. An intentional pump stop was performed via the system monitor on (B)(6) 2023 at 15:37 to 16:11 with the driveline disconnected at 16:11 and the lvad was deactivated. On (B)(6) 2022, their pressor requirements were rising and the family decided to make the patient comfort care. The patient passed on (B)(6) 2023. No autopsy was to be performed.